Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer stated that insulin pump had insulin flow blocked alarm during basal or bolus or fill cannula. Customer mentioned that insulin exits the tubing and alarm was caused by infusion set and reservoir connection. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.